Event description:
Device 2 of 2. See manufacturer's report number 1627487-2010-00216 for device 1. It was reported that the pt developed an infection at the lead site. The site appeared red and swollen. The leads were removed and the wound was thoroughly cleaned. The pt was placed on broad spectrum antibiotics. The neurosurgeon believes that the bulky wiring at the lead incision site in conjunction with the (B) (4) requirements of at least a one month trial may have contributed to the infection.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.